Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos of the defective sample were provided and evaluated. The customer complaint of tubing bulging and breaking in half was able to be verified upon inspection. However, a device history record review could not be performed on model 2423-0007 because a model or lot number was not provided by the customer. Additionally, due to no sample being received, a full failure investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stick dehp free experienced tubing expansion/ballooning, ruptured tubing, blood backflow during infusion, and leakage. The following information was provided by the initial reporter: 2 devices reported same product, one 10 ml and on 20 ml. 10 ml in infusion while hooking up the IV tubing, it was noted that blood was leaking from a port site of the tubing, then the tubing came apart. The tubing was removed and another set was used. No known harm to the patient. 20 ml admitted for l heart cath. During the procedure, the IV was running in the pump, the tubing of the infusion set began to bulge and eventually ruptured. The tubing broke in half at that point. The appearance of the tubing from the break site is cloudy and larger in size.